Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint identified no similar incidents reported from this lot. Based on available information, a cause of the reported incomplete coaptation/slda could not be determined. A cause of the reported poor image resolution was due to procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Imaging was difficult due to shadowing on the anterior leaflet. The clip delivery system (cds) was advanced and the clip deployed however post deployment, the clip detached from the anterior leaflet (single leaflet device attachment (slda)). A second clip was implanted to stabilize the slda clip, reducing mr to 2. Post deployment of the second clip, the mean pressure gradient was 8mmhg. The physician was satisfied with the results. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.